Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length and fractured approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured. This damage was likely incidental and may have occurred during packaging for return to penumbra. During functional testing, the pod packing coils (podj) was advanced without issue into a demonstration microcatheter, but upon attempting to advance the fractured segment of the pusher assembly into the introducer sheath, the fractured segments separated, causing the pull wire to retract and the embolization coil to detach. Since the embolization coil became detached due to the incidental fracture on the proximal end of the pusher assembly, the podj could not be fully functionally tested, and the root cause of the inability to advance the podj could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully placed multiple ruby coils and podjs using a non-penumbra microcatheter. The physician then was unable to advance a podj through the microcatheter, and therefore the podj was removed. The procedure was then completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.